Event description:
The caller was getting high blood glucose readings from his adc device. He had six units of novolog four times within 24 hours of the event. The caller's wife called the ambulance because she could not wake him up from his sleep. In the ambulance he was treated for hypoglycemia. The caller did not indicate his glucose reading right before or after he was picked up by paramedics.